Event description:
The customer reported that the system froze and the monitor went blank (intermittent loss of live x-ray). They were able to reboot and finish the case. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the sys and the customer's biomed tech adjusted the input transformer. The sys operates as intended.